Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station, the displays lost video signal. There was no patient or user harm associated with this event.

Manufacturer narrative:
While on the phone with technical support, the customer stated that the issue had resolved itself with no interaction. Cause of failure was not established.